Manufacturer narrative:
According to the customer narrative, the physician initially attempted to repair the mitral valve with the memo 3d. The repair was insufficient, and a mvr was performed. The physician reported that there was no problem with the memo 3d ring. Based on this narrative, the event is attributable to the operational context, as the original repair was not sufficient. This event has been deemed not device related, and no further investigation is required. Confirmation was received that no further information is available at this time. Device not available for return.

Event description:
A memo3d rechord was implanted and explanted on (B)(6) 2017. The surgeon indicated that nothing was wrong with the ring. Rather, he chose to replace the mitral valve after first attempting to repair the valve with the memo ring.